Event description:
Baxter singapore reports a blood leak noted into the dialysate compartment during second use of the dialyzer. The dialyzer was changed and treatment continued without incident. Baxter singapore reports no pt injury or medical intervention.